Event description:
While md operating robot from console, he was unable to control the robot. The robot has the restart option. Upon first restart, the sound of cautery stopped. The robot required two separate restarts before correcting the issue. Da vinci representative was notified of the issue.